Event description:
During orthopedic surgical procedure, the doctor was drilling using a 2.5 drill bit and the tip of the drill bit broke off in the patient's left humerus. The doctor was unable to retrieve the broken piece. A clinical decision was made to retain the object because removing it would do more harm to the patient then retaining the object. There was no harm to patient nor special monitoring required.